Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject coil delivery wire was seen to be kinked/bent, main coil was seen to be detached. The main coil and coil introducer sheath were not returned. Functional inspection was unable to perform as main coil was not returned. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach was not confirmed during analysis due it could not be replicated during device analysis as the main coil was not retuned. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. An assignable cause of not confirmed will be assigned to the event main coil failed/unable to detach. As defects were not confirmed during functional testing as coil was not returned. Based on the all-available information and analysis of the device it is probable that the subject coil pushed/pulled against resistance may cause the analyzed defect therefore an assignable cause of 'procedural factors' will be assigned to analyzed main coil prematurely detached/separated during use as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'handling damage' will be assigned to the as analyzed coil delivery wire kinked/bent since this issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
It was reported that the subject coil could not be removed/detached despite the acoustic signal from the power supply. The subject coil was returned for analysis and the device investigation revealed that the subject main coil failed unable to detach was not confirmed and subject coil was found prematurely detached during use. The procedure was completed successfully without any clinical consequences to the patient.